Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). Interventions related to the issue include attendance of inpatient therapy programs. Diagnostics were not specified by the hospital that admitted the patient. It was noted the patient had montreal cognitive assessment (moca) and yale-brown obsessive compulsive scale (ybocs) scores of (B)(6) and (B)(6), respectively, during a study visit on (B)(6) 2018. It was also noted the patient has a history of sever treatment resistant ocd, moderate depressive disorder, mix cluster of personality traits and long-term unemployment and failed job interviews. Acute risks were described as low and the patient was discharged with no change in treatment. The patient readmitted themselves to another hospital following discharge and currently continues as an inpatient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder (ocd). The patient contacted physicians on (B)(6) 2017 to report a four day history of severe suicidal ideation than usual baseline. It was noted a physician had adjusted the deep brain stimulation (dbs) on (B)(6) 2017 to a stimulation amplitude of 5.3 v bilaterally and believed the suicidal ideations did not seem likely related to the device given the lack of temporal association with adjustment to stimulation and the current presentation to the patient's longitudinal history of chronic depression. There were no significant stressors or changes in psychotropic medication nor neurovegetative disturbance, and the patient had no active intent to commit suicide, but was struggling to cope. The patient was hospitalized on (B)(6) 2018 for observation and monitoring. The event outcome was considered ongoing. No further complications were reported.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder. If information is provided in the future, a supplemental report will be issued.